Event description:
Event description cpi received information that one month after implant, due to high pacing thresholds, this atrial bipolar lead (4271) was removed from service. A positive fix cpi lead was added to the patient's system.